Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received a result of 361 mg/dl around 7:38 on the nano system. The customer was experiencing hypoglycemic symptoms at the time of the result, including sweating, paleness, and "no reaction." Her daughter provided treatment of food and called an ambulance. It was reported the ambulance nurses "took care" of the customer, but it is unknown what treatment was provided. A comparison test between the nano system and the ambulance meter was performed within 5 minutes. The nano system produced a result of 181 mg/dl and the ambulance meter produced a result of 81 mg/dl. No delay in treatment was reported. The alleged product was requested for evaluation.